Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. Rv lead dislodgement resulted in oversensing and therapy. Device interrogation found the device to be in backup vvi mode. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported reset was confirmed via review of device image. It was determined that the cause of the reset was due to an anomalous hybrid component.